Manufacturer narrative:
The lot was manufactured between february 16, 2016 ¿ february 17, 2016. The device was received for evaluation. Visual inspection did not identify any signs of blockage or physical abnormalities that could have caused or contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through a folfusor. The flofusor was filled with an unspecified volume and concentration of fluorouracil and 0.9% sodium chloride. The device was primed and flow was verified, but after the patient line was opened there was no flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.